Manufacturer narrative:
Product complaint #(B)(4). Investigation summary==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient has a left total attune knee that was done in 2015. The patient has pain, and it looks like the tibial tray might be loose. The surgeon checked all components, and the tibial tray did come out with moderate taps. About a third of the underside of the tray had cement on it. The femur and patella are well fixed and retained. Doi: 2015. Dor: (B)(6) 2020. Left knee.